Manufacturer narrative:
The device was not returned for evaluation. The quality investigation is complete. Device not returned to the manufacturer.

Event description:
It was reported that during a procedure the saw blade broke during the cut. When the blade break was noticed an x-ray was taken and the other part of the blade was found in the patient. It was further reported that this resulted in a surgical delay of 15-20 minutes. The procedure was completed successfully.

Manufacturer narrative:
Device return has been requested. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that during a procedure the saw blade broke during the cut. When the blade break was noticed, an x-ray was taken and the other part of the blade was found in the patient. It was further reported that this resulted in a surgical delay of 15-20 minutes. The procedure was completed successfully.